Event description:
It was reported via our sales rep that the nail holding screw could not be inserted into the target device. The surgery was finished using an alternative device.

Manufacturer narrative:
Same pt event as MDR 9610622-2011-00016.